Manufacturer narrative:
The production device history record (DHR) for the iabp involved in the event was reviewed. There were no nonconformances noted in the DHR related to the reported event. The company service representative evaluated the unit and was unable to duplicate the reported problem; however the service representative observed that the ECG cable would not seat properly. The console connector was performing per specifications. The service representative tried 2 other cables and both seated and operated properly. The service representative was unable to see any problems with the pins or housing of the faulty cable. He removed the cable from the pump and notified customer¿s biomed to replace it. The service representative had initially found the ECG cable tie wrapped to the iabp console and he believed that it could not have been used during the reported event because it was damaged, unless the physical damage of the ECG cable occurred after event and therefore it is unclear that the faulty ECG cable is related to the reported event. The iabp was tested to factory specification. It functioned normally and was returned to the customer. The service representative investigation leads him to believe that customer may have been slaving the triggering signal from an external monitor to the iabp. A company sales representative had a meeting with the customer (critical care educator) to discuss the event details and he was informed that at the time of the event the caregiver did slave the arterial waveform via a low output cable. The ECG signal came directly from the cardiosave intra-aortic balloon pump. The logs and all the details of the event are being evaluated by the manufacturer. The production device history record (DHR) for the iabp involved in the event was reviewed. There were no nonconformances noted in the DHR related to the reported event. Company sales representative reported, the customer critical care educator informed that at the time of the event they were utilizing a low output cable to slave the arterial waveform to the monitor. In addition, the company service representative evaluated the unit and was unable to duplicate the reported problem; however the service representative observed that the ECG cable would not seat properly. The console connector was performing per specifications. The service representative tried 2 other cables and both seated and operated properly. The service representative was unable to see any problems with the pins or housing of the faulty cable. He removed the cable from the pump and notified customer¿s biomed to replace it. The service representative had initially found the ECG cable tie wrapped to the iabp console and he believed that it could not have been used during the reported event because it was damaged, unless the physical damage of the ECG cable occurred after event and therefore it is unclear that the faulty ECG cable is related to the reported event. The iabp was tested to factory specification. It functioned normally and was returned to the customer. The logs and all the details of the event are being evaluated by the manufacturer.

Event description:
Customer reported: patient was in a quadrigeminy rhythm with large ectopic beats. Those large beats caused the balloon pump ECG gain to change to fit them on the screen, which made the following intrinsic beats to be unrecognizable as triggers to the pump, because the deflection was so small, and the balloon would not deflate until it recognized the next large ectopic beat. This was a persistent problem no matter what the clinical staff tried. This was harming the patient for the balloon to be inflated during the patient's intrinsic beats. It was also reported the time that the pump was not operating properly was somewhere between 1.5 to 2 hours according to the staff. Further, the customer reported, the hospital staff did not change out the pump during the time that the pump was not operating as intended. When the patient's electrolytes were better balanced the large ectopic (pvc) beats ended and the pump performed as expected. A few days later the caregiver informed the company representative that the patient was extremely sick and end up passing away, however the patient death wasn't related to the balloon pump. The date of the patient death was not provided at the time and is unknown till date.